Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of a discrepant crej2 creatinine jaffé gen.2 result for 1 patient urine sample on a cobas 6000 c (501) module. The initial crej2 result was 0.02 mg/dl. The sample was repeated later in the day. The crej2 result was 58.87 mg/dl and was reported outside of the laboratory. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The crej2 reagent lot number was 302850 with an expiration date of 31-aug-2019. Based on the acceptable calibration and qc data that was provided a general reagent problem was ruled out. Based on review of the alarm data there were aspiration alarms on the day of the event. The investigation was unable to find a definitive root cause.